Event description:
Same patient as MDR# 2134265-2013-02437. It was reported that during a rotational atherectomy procedure, a perforation and pericardial effusion occurred. The target lesion was located in the moderately calcified, moderately tortuous right coronary artery (rca). Vascular access was obtained through the right radial artery. The physician performed 4-6 ablations using a rotablator burr and a rotawire guide wire. During the final ablation the burr froze on the guide wire. At which point, a perforation in the distal rca was noticed. Both devices were removed as one system. The physician treated the perforation with three unspecified 5mm bare-metal stents. The patient developed pericardial effusion which was treated with a drain. No further patient complications were reported and the patients' status was stable.

Manufacturer narrative:
Patient age at time of event: mid 70's. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).